Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. The patient was having drastic problem with therapy and he increased stim and still did not help. Patient reported he has had problem on and off since he had implant but symptoms had gotten worse within the past 4-5 weeks. The patient's hcp (healthcare provider) told him he could try a different program. Patient services assisted patient with syncing with implant and setting was program 2 @ 2.2v and therapy was off. Patient stated he may have turned therapy off accidentally a couple weeks ago. Patient services assisted patient with turning therapy on and patient was feeling stimulation. Patient stated he will leave setting as is and will call back if he needs to change setting. Event date - (B)(6) 2015 = symptoms getting worse. On (B)(6) 2015, the patient called back and said last night was good but today the patient's symptoms were not good. The patient was asking how to increase stimulation. The patient synced with programmer and ins (implantable neurostimulator ) was on at 2.2v. The patient was able to increase stim to 2.4v and could feel stimulation. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that the issue was not resolved. In some cases it had gotten worse. The patient had experienced urge and had to wear protective undergarments due to all the leakage. He had tried no caffeine and also not drinking at all and the problem persisted. He had tried turning it up and working with his healthcare provider (hcp). It would go away for a maximum of a week, only to return again with full avenge. He had to get out of bed every 1-2 hours every night to go to the bathroom and therefore had not gotten a good night's sleep. The device had not helped him.